Event description:
Account alleged no siderail functions and he found the cause was that the siderail cables had been pinched and cut some wiring due to the moving of the siderail up and down. He did say there was bare wiring.

Manufacturer narrative:
Repair has not been completed at this time.